Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to see or view patient information, and the patient list did not appear on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist (tss) confirmed with the customer that there were no issues with the main station. The problem was related to the admin, discharge, and transfer (adt) server. The system functioned as intended, and the technical support specialist closed the case.